Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager keeps failing. The field service engineer replaced the micro switches on remote manager latch and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the smart remote manager keeps failing. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.